Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Identification of issue has been done by analyzing problem description and device¿s logs. The reported issue has been resolved without replacing any parts, as software reinstallation resolved the issue with lost data. The issue was decided to be reported as the provided device's logs confirmed the occurrence of the technical error code indicating an error in the internal memory, which indicates that the ventilation has stopped. There was no patient harm. The root cause to the reported issue has not been determined.